Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The device also had moisture damaged at the motor assembly. The unexpected restart alarm could not be verified due to the blank display. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped into the bath and there is fluid under the lcd screen. The drive support cap appeared normal. The customer removed the battery and when reinserting it, the insulin pump alarmed unexpected restart. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.